Event description:
Patient underwent placement of a device to significantly reduce the size of the stomach while in another country approximately three years ago. Recently, patient has had chronic left should pain after eating and dysphagia in the morning. The patient desires removal of the lap band. Patient also has symptomatic incisional hernia near his umbilicus.